Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, the device was programmed to deliver normal saline with magnesium sulfate, at a rate of 325ml/hr, a volume to be infused (vtbi) of 2l and the delivery was started. After an unspecified length of time the nurse noted there was more medication than expected remaining in the container. The nurse reported approximately half of the medication had been delivered. The volume expected to be remaining was not provided. The device was removed from clinical use. Therapy was completed using a replacement device. There were no reports of adverse patient effects, delay in critical therapy, or necessity of medical intervention. No additional information was provided.